Event description:
The customer reported that his olympus evis exera iii bronchovideoscope was not displaying an image during reprocessing. There was no patient involvement during this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The light guide bundle was found damaged and caused the image to drop during angulation. Additionally, the charged coupled device unit (ccd) was found damaged. Both the light guide bundle and the ccd will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to charged coupled device (ccd) unit being damaged during user handling of the device, causing the suggested event. The event can be detected by following the instructions for use (IFU) section: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.